Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The ventilator's software was reloaded and sd card reformatted to address the issue.